Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with an unspecified infection. The single chamber implantable cardioverter defibrillator was explanted. The device was replaced with a dual chamber implantable cardioverter defibrillator system on (B)(6) 2020. The patient was in stable condition.